Event description:
An article was found during a literary search. The publication was the tctmd-the comprehensive cardiology and interventional resource. To summarize the article, they are reporting a patient having an in-stent restenosis which they are attributing to the discovery of a cypher stent fracture. The event occurred eight (8) months after the index procedure. The restenosis was treated with balloon angioplasty with a satisfactory result. At the time of the index procedure, the patient had severe in-stent restenosis in the right coronary artery (rca) and a severe long diffuse lesionin the circumflex coronary artery. To treat the rca in-stent restenosis lesion, a taxus stent was implanted. The circumfles lesion was treated with implantation of a cypher stent at 14 atms with good angiographic result, also confirmed with the 40 times enhancement visibility software called stentboost.